Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief, approximately nine years after an optease ivc filter was implanted, the patient¿s filter was found to have fractured and embedded in the wall with two prongs eroding through the inferior vena cava. Due to the high risk of removal the filter has been left in place. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter fracture and vessel perforation could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture and perforation of the vena cava wall as potential complications of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief in (B)(6) vs. Cordis, approximately 9 years after an cordis optease ivc filter was implanted, the plaintiff's cordis optease ivc filter was found to have fractured and embedded in the wall with two prongs eroding through the inferior vena cava. Due to the high risk of removal the filter has been left in place.